Manufacturer narrative:
The observed backup pacing was the result of a malfunction in the defibrillator controller i.c., u-3, the malfunction caused the device to revert to the backup pacing mode during the charging operation prior to delivery of therapy. The device was inadvertently damaged.

Event description:
The rptr indicated two problems during implant. (1) the device went into the back-up mode during an episode of fibrillation after one shock was delivered without breaking the ventricular fibrillation (vf). During the second induction, the device detected vf, but went into back-up during charging. Second device used. (2) during the second annotation, the auto fib/debif test showed tach 3 annotation; test programs the device to 1 tech zone.